Event description:
On 11/18/91, rptr had a mammogram which was very painful for two wks. She had a bad case of the flu on 12/24/91, which inculded 24 hrs of spasms over most of her body. She visited her family dr several times in 1/92. On one of these visits she told him the breasts had changed in shape, and she had pain around her ear, neck, shoulder and arm. He sent her to the surgeon who had placed the gel silicone implants in 1977, due to fibrocystic breast disease. The dr told her and her husband nothing was wrong, but she should see the dr who had done a rib resection in 1981 (due to severe pain in arm, hand, shoulder, neck and behind left ear). This dr retired and his associate had tests done and stated the pain wasn't due to the 1981 thoracic outlet syndrome. Tests were negative. Her family dr decided she should have a second opinion on the implants. So she went to see another dr. He asked to see the 1990 and 1991 mammograms. On her first visit upon examining her breasts, he told her and her husband that they were constricted. As he looked at the mammograms he discovered both were ruptured, on the films. They were removed and replaced with saline implants. Because the first implants were heavy, they stretched her skin and she went from a 34 b to a 38 b-c bra size. She has seen several rheumatologists for continued pain, has gone to a pain clinic, and to mayo clinic. The pain never leaves her. She takes 100 mg of amitriptyline at night but still wakes up in pain. She would like to note that the weight of the 1977 implants contributed to her rib resection in 1981.